Event description:
It was reported that the intermittent catheter was all dry rotten. No patient injury reported and sample available.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted 16 unopened (with original packaging), all purpose urethral catheters. Visual inspection of the 16 samples noted a light, chalky surface film on the catheter. This appearance is consistent with latex bloom, a naturally occurring surface phenomenon seen on latex based products when exposed to heat, humidity, or aging. Latex bloom does not originate from contamination but rather results from migration of internal latex components to the surface over time. All 16 catheters were filled with water as part of functional testing. No issues were observed in any of the samples. All units maintained structural integrity, showed no signs of leakage, and performed as expected. The reported event is unconfirmed. A device history record review was not required as the investigation was unconfirmed. The investigation is concluded. Corrections made to tab d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the intermittent catheter was all dry rotten. No patient injury reported and sample available.